Event description:
The report stated that the generator was turned on, however, after the countdown, it turned itself off without completing the self-check. Another generator was brought in and used. There was no pt injury.

Manufacturer narrative:
To date, the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or, if additional info pertinent to the incident is obtained, a f/u report will be submitted.